Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter was reading inaccurately high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue began at 6:45 p.m., on (B)(6) 2017. The reporter claimed that the patient obtained blood glucose readings of ¿208, 210, 313, 168, 183 and 269 mg/dl¿ with the subject meter which the patient felt were high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of medications (lantus, 20 units in the evenings and novolog based on a sliding scale) and the reporter stated that in response to the alleged inaccurately high reading of ¿313 mg/dl¿, the patient administered his usual dose of lantus (20 units) along with an additional 10 units of novolog. The reporter advised that approximately 6 hours after the alleged issue occurred, the patient awoke at 12:50 a.m., on (B)(6) 2017, having developed symptoms of feeling ¿shaky, sweaty and disoriented.¿ at this time, the reporter stated that she tested the patient¿s blood glucose with the subject device and claimed obtaining a result of ¿56 mg/dl¿. The reporter advised that at 1 a.m., she gave the patient eggs and toast with jelly to ¿bring his sugar back up.¿ the reporter denied that the patient had his blood glucose tested on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the reporter through a control solution test; however, the reporter was unable and/or unwilling to confirm if the result obtained was within the specified control solution range. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.